Event description:
This is the first report of two from the same customer with the same issue, two different patients were involved. It was reported "the shoulder prosthesis re-implanted on wednesday last week is out again. Revision surgery was planned for wednesday ((B)(6))." Additional information was received on (B)(6) 2013: a revision was needed due to loosening of humeral head from humeral steam, repositioning of femoral head. However apparently stem cone was intact.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.